Event description:
It was reported that there was a dislodgment with both leads, right atrial (ra) lead and right ventricular (rv) lead. This rv lead presented an increased threshold. Both leads were repositioned and remain in service. No additional adverse patient effects were reported.